Event description:
The user facility reported a 75-year-old female had just begun impella cp support, experienced low pump flow. The medical team attempted to reposition the pump in an attempt to restore the normal flow, however, they were unable to do so. Decision was made to explant impella. The patient was left in a stable condition.

Manufacturer narrative:
The investigation into the reported low pump flow has been completed. Product was returned for investigation. The device was visually inspected and found the impeller blades to be broken. Also, biomaterial was found to be present over impeller. No other abnormalities were found during case review. Data logs were returned for review and motor current spike, suction alarms were found. The pump flow reduces abruptly after suction alarm. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. Per the IFU: handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿